Event description:
It was originally reported that the pt had stimulation in the wrong location following the implant of the neurostimulator. He was getting stimulation in the chest, sides, and back, but could not get stimulation in his legs where the pain was. He tried all of the programs, but nothing seemed to be working to control his pain. Follow-up info reported that the pt had a revision of the paddle lead in which the stimulation was able to cover both legs and his back. However, the pt now had new pain in the right hip area in which the current stimulation did not help with. The pt was seeing an orthopedic physician for the hip pain and was also referred back to the physician who was managing his pain for eval. If additional info becomes available, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).